Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hosp. There is no info to suggest that the patient sustained a serious injury. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. Upon evaluation, the equipment was fully functional and able to detect and treat. Monitor (B)(4) - 05/01/2010, electrode belt (B)(4) -12/01/2010. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was reportedly on his riding lawnmower at the time of the treatment and did not hear the alarms. The patient did not press the response buttons during the entire event. The patient was taken to the hosp.